Event description:
The customer reported that during use of the y-knot flex 1.3mm, all suture anchor in a shoulder arthroscopy labral repair procedure on (B)(6) 2014, one of the tines on the driver/inserter broke off during insertion and was buried in the pilot hole. As reported, the y-knot flex all-suture anchor and its driver was inserted into the bone to deploy the anchor, but the anchor pulled out, and as the surgeon started to pull the driver/inserter out of the pilot hole, he noticed one of the "tines" on the driver broke off and the tiny broken fragment remained in the bone. The surgeon used a larger anchor in the same pilot hole to complete the repair with no further complications or injury to the patient. The (B)(6) years old, male patient was discharged as per routine procedure.

Manufacturer narrative:
An evaluation of the returned driver/inserter found one of the tips was broken off and the area of breakage is jagged and twisted like in appearance. The physical damage noted on the driver is indicative of the user twisting the driver during insertion or while removing it out of the pilot hole after the insertion of the anchor. In addition, evaluation of similar complaints from this device family revealed another possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. Based on this finding, it is believed that the most likely cause of the driver breakage is user related, and a probable result of misuse. This device was manufactured on 22-jan-2014 in a lot of (B)(4) units. There were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported problem. There were no other complaints received for this item and lot number combination. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This is a newly released device, which is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: - exercise care in the use of the device to minimize side and/or bending loads. - do not use excessive force on instruments to avoid damage or breakage during use.